Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages. The technician performed functional checks for the high pressure alarm via user manual. The reported problem was duplicated. The pneumatic alarm did not function at 20 centimeters of water (cmh2o) relief alarm pressure on settings flow 0.1, ti 1.5, te 3.0 for functional check. The root cause of the reported problem was found to be faulty alarm reed. The technician replaced alarm reed.

Event description:
It was reported that the high pressure alarm was not working. No patient injury was reported.